Manufacturer narrative:
(B)(4). Date sent: 10/1/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device psee45a lot number c9dy3v and no non-conformances were identified. Additional information was requested and the following was obtained: the hospital did not give me the information about the event. He was not present at surgery to have more details.

Event description:
It was reported that during the colectomy procedure, the stapler got stuck and did not work, it was not intraoperative, when it was closed to insert it into the trocar the stapler got stuck and it was not possible to use it. There was no harm to the patient, there was no harm to the surgery. The stapler was replaced and the surgery was completed.